Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3889-28, lot # v043765, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the patient had a shocking or jolting sensation. The patient was having problems with their device and they went through a store last night and got shocked like they didn¿t know what when they went through the theft detector of sorts. It was really bothering them going in and then coming out and that was the first time the patient had experienced that. The all night the patient had been having a lot of pain in that back part where the stimulator was located. The patient had never been shocked like that before. The patient never realized it was through the store because they had been going in and out of the store with a lot of other people. It didn¿t really dawn on the patient until last night about what it was and that it shocked them real bad. The patient had an appointment to see their health care provider (hcp) on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.